Event description:
See MFR report 2032545200701485. The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. This was the second capsule used for that pt. The procedure was aborted. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow up medwatch report will be sent.